Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to loose and flush drive support disk. Unable to perform occlusion, displacement accuracy and excessive no delivery tests due to prime anomaly. However, the insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, displacement test and basic occlusion test. The insulin pump had cracked case at the display window, cracked display window, broken belt clip slot, stained end cap sticker and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 59 mg/dl. The customer was treated for the low blood glucose with a glucagon shot. The paramedics were called for assistance but the customer was not hospitalized. Customer had been working in the garage and was not eating well prior to the low blood glucose levels. The customer stated that their insulin pump was not working correctly. The customer did not troubleshoot and did not send the product back for analysis.